Event description:
During a stone removal procedure in which a karl storz ehl unit was used, the lithotriptor started to sound deteriorated and the surgeon noticed sparking between the probe and the handle. Procedure was aborted.